Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted in 2001. Seeing unipolar 230, not dependent. Lead does not have good capture in bipolar and 130 ohms impedance bipolar. Implant form states: lead was capped on (B)(6) 2012. Due to repair/upgrade. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).